Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced minimal/inadequate back pain relief on (B)(6) 2018. The device was reprogrammed on (B)(6) 2018. Etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure or programming. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no additional actions were taken and the event was most recent ongoing as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae on (B)(6) 2018. A cause was not determined for this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) and it was stated that the reported issue was ongoing and unresolved with no further action planned no further complications were reported/anticipated.